Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer received cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded a new cartridge to resolve this issue.